Manufacturer narrative:
The threaded tip of the retention rod was observed to be missing, fractured at thread pull out, approximately 5mm from the tip. No other damage to the retention rod was observed. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time.

Event description:
It was reported that the threaded tip broke off in lag screw as surgeon tried to re-engage lag screw for further compression. They proceeded to complete surgery without it.